Event description:
The surgery light that you turn by hand is an overhead light. The plug connectors for the 110vac p5 connectors (male & female) had a bad connection. The burned p5 pin was repaired, as was the fuse and holder. The 110vac male and female pins in the light controller of each of the other five surgery suites were checked and all the fuse holders and p5 pins showed no heat damage at time of inspection.